Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The pump passed the sleep current measurement, active current measurement and displacement test. The pump was received with normal operating currents. No unexpected low battery alert noted. The pump trace download analysis confirmed the pump alarmed power error alarm, replace battery now alarm, power loss alarm and replace battery alert. The power management tool confirmed power error alarm, replace battery now alarm, power loss alarm and replace battery alert was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, end cap address label peeling, serial number label missing, cracked retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump is giving low battery warning prior to replace battery now. The insulin pump is being replaced and is expected to return for analysis.